Event description:
It was reported that the event occurred during a pump replacement on (B)(6) 2012. The previous pump (B)(6) was replaced due to normal battery depletion and end of life (eol). The new pump (B)(6) was implanted along with a new (B)(4) catheter. After attaching the catheter to the new pump an integrity check was performed and fluid was unable to be aspirated through the cap. The catheter was disconnected, the cap was flushed, the catheter was then reconnected and the cap was then able to be aspirated. Therefore, the correction was made that the previously reported information now belongs to pump (B)(4).

Event description:
It was reported during a catheter replacement surgery, the physician could not aspirate fluid via the catheter access port (cap). The catheter was disconnected from the pump and the physician confirmed cerebrospinal fluid (csf) was dripping but when he attempted to aspirate from the catheter, he was unable to aspirate. It was noted a 3 ml syringe was used to aspirate the catheter. The device system was used to deliver lioresal. Additional information has been requested but was not available as of the date of this report.

Event description:
It was reported that the catheter access port was flushed once again and upon re-attaching the catheter they were able to aspirate.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter product ID, 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).